Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump gave a weak battery alarm. Customer cleared the alarm, changed the battery and tried using the bolus wizard. After numbers were scrolling on their own and customer removed and reinserted the battery, the device alarmed with a button error. Customer's blood glucose was 110 mg/dl. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.